Manufacturer narrative:
B3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had lec 1861 error and error 4601, incident vision and interrupted infusion with the patient during infusion. These error codes indicate critical motor error or hardware/software fault. There was patient involvement and no patient harm.